Event description:
The customer reported a mini cap that the sponge is out of the cap. Patient injury and medical intervention were not reported for this event. A patient was not involved.

Manufacturer narrative:
(B)(4). The actual sample was not received for evaluation. The defect was not confirmed and the root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This is a product not distributed in the us and does not have a 510 number.